Manufacturer narrative:
Other relevant device(s) are: products: 9735859; 9735786 ; sn/lot: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The pc was replaced - reinstalled software. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that there was no viable port damage, but the system was not receiving from digital intercommunication of medicine (dicom). The system would not import for models already on system: resin head. The system would alo not import exams from cd or usb. It would say transfer fail instantly. The error said "unable to create volume in db". There was no patient present when this issue was identified.

Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that there was no fault found with the returned 9735786 parts. If information is provided in the future, a supplemental report will be issued.